Manufacturer narrative:
The osseotite xp® miniplant® 3.25/4 x 11.5mm (os3211) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 (universal) and used for approximately 16 years prior to fracture. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 168322. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (168322) for similar cause and no other complaint was identified within the past 2 years. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or product (os3211). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The most likely root cause related to the event is patient parafunction over the course of 16 years.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: date of birth not provided. Weight and ethnicity: not provided. The reported device is not expected for investigation. An investigation will be completed, however. Once the investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the implant fractured at tooth location 19. There was no report of patient injury.